Manufacturer narrative:
(B)(4). Pump received with broken battery tube threads and reservoir tube lip completely broken off and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken.

Event description:
Information received by medtronic indicated that battery compartment and reservoir lip ring was chipped. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.